Event description:
It was reported that during a laparoscopic gastric band procedure after the tubing was attached the clinician tugged on the locking connector and strain relief and both become disconnected and strain relief slid down the tubing. The port was replaced and the procedure was completed without any patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. A DHR was performed and no discrepancies were recorded during the manufacturing process.